Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging an apply sample message issue with the one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an apply sample message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): lifescan received the meter with the complaint and completed device evaluation on (B)(4) 2012. The returned meter passed testing. The alleged complaint was not confirmed.